Event description:
Rec'd notice of complaint concerning above product from director of nursing. (Director of nursing not available 6/30). Spoke with rn who was covering charge on the day of the event. States just prior to reinfusion, the pump segment separated from the pump segment connector. The end of the line became contaminated and they were unable to reinfuse all of the system. Estimated blood loss 50cc. Pt stable throughout event, no intervention required. This was a 9th use for this line. The line is available for evaluation. A response letter and mailer have been sent to the facility. This is one of two complaints from this facility. Reference pir#9801252. A medwatch form has been filed based on co's reporting requirements for blood loss.